Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to verify prime due to motor error alarm during basic occlusion test. Motor error alarmed during basic occlusion test due to loose and protruded drive support disk. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case at the dispaly window corner, minor scratches on lcd window, missing end cap sticker and scratched reservoir tube window.

Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer did not know blood glucose level. Customer reverted to back up plan. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was sticking out and she doesn't remember if she pressed it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.